Manufacturer narrative:
No sample has been returned for evaluation for the report of vitreal hemorrhage and hyphema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of system failure. Insufficient information (e.g., patient preoperative condition such as diabetes, which is a significant risk factor for vitreous hemorrhage, or intraoperative complications) was provided to allow for a detailed evaluation of the case. Possible root cause is that product labeling specifies the risk of hyphema and choroidal hemorrhage associated with system use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a vitreal hemorrhage and hyphema following a glaucoma filtration device implant surgery. Additional information was requested.